Manufacturer narrative:
The manufacturing records for amds5540-de lot 4559 (finished goods) and lot 4461 (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A complaint was reported to field assurance by an artivion project manager on 23jul2025 (study team first became aware on 16jul2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. The patient is a 72-year-old male who had an amds-55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2019 at (B)(6). The responsible investigator for the study is prof. (B)(6). Adverse event # 2 reported a cerebrovascular/neurologic event described as ¿suspected motor aphasia¿ with an onset date of 21apr2019 and an end date of (B)(6) 2019. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified, nor did the event lead to a serious adverse event. No treatment was provided, and the event was documented as resolved. The protect database relayed the following information: the patient has history of a-fib and aortic valve replacement. A pre-operative CT of the chest, abdomen and pelvis was performed. No additional procedures were performed during the amds implant. No difficulties with deploying the device. No evidence of peri-operational stroke. Additionally, the database lists the patient's date of death as (B)(6) 2021. The death is entered as multiorgan failure. The cause of death was listed as related to a co-morbidity diagnosed after the procedure. No autopsy was performed. The cause of death was determined by in-hospital evaluation at demise and the attending physician's report. The death is not related to the amds device and listed as unlikely related to the implant procedure. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Therefore, the occurrence rating table will be marked as ¿n/a¿. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ a definitive root cause could not be determined based off the available information. It is unknown whether the amds or index procedure contributed to the reported event. No preexisting condition or acute disease was identified that may have caused or contributed to the event. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant does not imply that the information reported to artivion - formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report the protect study patient (B)(6) experienced a stroke on (B)(6) 2019. This event is unlikely related to the amds device and is unlikely related to the amds implant procedure. The event did not lead to a serious deterioration in health. The event resolved on (B)(6) 2019. No treatment was provided for the event.